Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. Since the products were not returned, visual inspection or camera magnification could not be performed. Without the returned products, functional testing cannot be conducted to confirm the event. Therefore, the reported malfunction and event cannot be verified. Based on the evaluation, device malfunctions and the reported event could not be verified since the products were not returned. As a result, the complaint is non-verifiable. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
Event date unknown. Additional 510k number k101880. Product not returned to manufacturer.

Event description:
It was reported that internal thread were damaged. Dentist rethread the implant (tsvtwb10) and placed an healing abutment.